Event description:
Customer reportedly obtained results of 400mg/dl and 86mg/dl on the compact plus system within 10 min. Customer ate after results. No adverse event reported. Requested return of suspect system and replacement was sent.